Event description:
Device returned with a large quantity of explanted devices from foreign reporter. No information provided. Device not registered in manufacturer's device registration data base. No information re - event use or implant explant data.